Event description:
It was reported that: "after impacting the 52mm adm cup into the acetabulum, the cup expander trial would not properly release from the inside of the cup and forced the surgeon to dry the trial out of the cup using several different extraction instruments. The surgeon ultimately was forced to use pillars to remove the trial and in doing so scuffed up the plastic in and around the trunion of the instrument. The surgeon later explained to us that due to the fact it was a smaller incision. It made it difficult to release expander from the cup in a conventional manner, therefore, he had to use any means necessary to retrieve it from inside the cup."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.